Manufacturer narrative:
Failure analysis revealed that no weak battery alarm or battery out limit noted. No unexpected scrolling numbers during testing. All the operating currents were within specification. Off no power alarm did function properly and the device passed the self test. The unit was received with intermittent button response due to moisture damage keypad traces, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads

Event description:
It was reported that the insulin pump had scrolling numbers when the customer pressed the up and down buttons. The blood glucose reading was 201 mg/dl. The customer also observed weak battery and battery outlimit alarms. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.